Event description:
There is moisture inside the first use endoscope. It resulted in an open procedure and no scope was used to complete the surgery. The surgeon did not have a back up scope to perform the surgery.

Manufacturer narrative:
Device was not being returned for evaluation.(B)(4)